Manufacturer narrative:
During inspection and testing, the tissue pad was worn and partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the peeling of the tissue pad. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the allegation of "front jaw came apart" is judged to peeling of the tissue pad. Based on condition of the device, it is likely the peeling of the tissue pad occurred because the grasping section was closed without grasping anything while the output was activated in seal & cut mode (including after tissue resection) which caused the tissue pad to wear and partially peel off. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warnings, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that the front jaw grip on the subject device came apart during a hysterectomy procedure. This occurred with three devices and no parts broke off in the patient. The procedure was completed with another similar device. There was no effect on the patient due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, the tissue pad was partially peeled off. This report is being submitted for the malfunction found during evaluation (tissue pad peeled). This report is for the third device. The first device is being reported on the medwatch with patient identifier (B)(6). The second device is being reported on the medwatch with patient identifier (B)(6).